Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('claiming migration') in a 36-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder nos. Previously administered products included for birth control: ortho evra. Concomitant products included levothyroxine from 2015 to 2018 and thyroid (armour thyroid) since 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced adnexa uteri pain ("ovarian pain"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraine") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection, cystitis, vaginal infection, fatigue, migraine, headache, anxiety, tooth disorder, alopecia and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration,bladder/urinary problems, fatigue, migraine, headaches. The right cornua had one visible coil and the left had two visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 857594 manufacturing date: 2011-05 expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('claiming migration') in a 36-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder nos. Previously administered products included for birth control: ortho evra. Concomitant products included levothyroxine from 2015 to 2018 and thyroid (armour thyroid) since 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced adnexa uteri pain ("ovarian pain"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6)2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraine") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection, cystitis, vaginal infection, fatigue, migraine, headache, anxiety, tooth disorder, alopecia and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration,bladder/urinary problems, fatigue, migraine, headaches. The right cornua had one visible coil and the left had two visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Amendment: the report was amended for the following reason: after internal review, the event ¿genital haemorrhage¿ was downgraded to non-serious incident and "device migration" was kept as serious incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('claiming migration') in a 36-year-old female patient who had essure (batch no. 857594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder nos. Previously administered products included for birth control: ortho evra. Concomitant products included levothyroxine from 2015 to 2018 and thyroid (armour thyroid) since 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced adnexa uteri pain ("ovarian pain"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraine") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection, cystitis, vaginal infection, fatigue, migraine, headache, anxiety, tooth disorder, alopecia and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration,bladder/urinary problems, fatigue, migraine, headaches. The right cornua had one visible coil and the left had two visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Amendment: the report was amended for the following reason: after internal review, the event ¿genital haemorrhage¿ was downgraded to non-serious incident and "device migration" was kept as serious incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('claiming migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection, cystitis, vaginal infection, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration, bladder/urinary problems, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury were updated to new events claiming migration, general abnormal bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), urinary tract infection, bladder infection, vaginal infection, fatigue, migraine, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.